Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted the customer in resetting the pump, and arranged a one-time replacement of the cartridge and infusion set. The customer was advised to continue using the pump and to contact technical support if the malfunction reoccurred, which the customer understood.